Manufacturer narrative:
Product analysis the full lead was returned in segments, analyzed. Analysis indicated that the exposed superior vena cava defibrillation coil developed a fracture due to flexing while in vivo. The initial reported event of erosion was received on (B)(6) 2018. Of note the serious injury is normally submitted via an alternative summary report that would have been due on 2018-10-31. Information was subsequently received on 2018-10-25 and revealed an out of specification analysis finding. As this new information does not qualify for summary reporting, this report is therefore being submitted as a 30-day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a pocket erosion and had a total system extraction. No further patient complications have been reported as a result of this event. Further information indicated that the lead tested out of specification during manufacturer's analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.